Event description:
No malfunction of product during the 2008 procedure; however, the pt returned to the out-patient clinic for follow-up at approximately 2 months later, with a pea-sized lump over the pt's radial artery puncture site. The physician reviewed the pt's radial puncture site and found the pt's radial pulse to be palpable and his hand was well-perfused and warm. No further action taken.

Manufacturer narrative:
Eval: still under investigation at this time.